Event description:
It was reported that the patient experienced pain/discomfort at the lead/extension connection area. An x-ray was done and it appeared to be ''tangled/bulky'' at the site. Impedances were fine and the stimulation was good for the patient. It was reported that the pain/discomfort was due to the excess extension/adaptor. A revision was done on (B)(6) 2012 to replace the existing extension with a bifurcated extension and the neurostimulator was also replaced and re-positioned. The leads were in-tact. The patient was doing well.

Manufacturer narrative:
Product ID unknown lot # *uk6102454, implanted: (B)(6) 1999, product type lead; product ID unknown, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 37743, serial # (B)(4), product type programmer.